Manufacturer narrative:
The hill-rom technician found the utv junction box was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the utv junction box to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).